Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down, and ok keypad buttons require excessive force to activate. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. The keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed moisture behind the display lens and a display lens leak. The pump was opened to investigate and corrosion was found on the u29. Evaluation also revealed that during startup the screen was blank, which has no effect on insulin delivery function. The screen was replaced and test screen worked with no issues.